Event description:
During laparoscopy as auto suture endohemia stapler was fired, it broke in patient's incision. A small piece of plastic with a short pin was retrieved; however, the other small pin was not located and is believed to have remained in patient.